Manufacturer narrative:
(B)(4).

Event description:
Pt gender: unk. According to the reporter: while isolating the terminal ileum (normal caliber) with the stapler, after firing both sides of the tissue distal end of staple line opened and contaminated area. Staples crimped but tissue pulled apart. A 72c was fired after, no issues. Bowel to incorporate 2nd staple line (tlc. Staple line (tlc) over sewed, the cavity was completely washed. Small portion of additional bowel was resected to incorporate second staple line.